Event description:
It was reported there was an estimated replacement indicator (eri) message. Patient was calling in to get in contact with representative to schedule appointment to have stimulator interrogated to verify eri message. Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her healthcare professional (hcp) and a resolution was ¿pending.¿ additional information received reported that battery life calculation based on 1 program: 1v, 450us, 60hz, 24/7 use, 101 ohms with 8 electrodes programmed = 20 months. It was stated that the patient was ¿way past the 20 months estimate¿. It was reported that electrode 0 had high impedance, but was not being used in programming. It was reported that the patient was getting ¿great¿ therapy. It was stated that the ins was at 2.565v today. Additional information received reported that the patient¿s ins had ¿normal depletion¿. It was reported that the patient was ¿fine¿ and would have a replacement within the next 8 weeks.

Manufacturer narrative:
Concomitant product: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).